Event description:
The 'pin' from the srom sleeve introducer handle fell out whilst implanting the srom sleeve and lodged in the soft tissues of the pt. This was not evident at the time of procedure and was picked up on a review x-ray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.